Event description:
It was reported that the work station right monitor, on a 9800 system, displayed intermittent errors and a system reboot was required. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, as a precaution the generator interface board was replaced (gib). The system was tested and found to be working as intended. System was placed back into service.